Event description:
It was reported a motor stall occurred. During a refill session the pump was interrogated and it showed "pump was in safe state, reset occurred, motor stall occurred," and tube set message. It was also reported that the patient heard an alarm 2-3 days ago and began having severe pain. The patient ended up in the emergency room. It was also noted that low battery and reset occurred were repeating in the logs. The patient's last refill was (B)(6), 2012. It was noted the patient had no MRI exposure. It was later reported the pump was replaced. It was also noted the patient had a CT scan on (B)(6), 2012. After the CT the patient experienced increased spasticity. The patient recovered from the pump replacement without sequelae. No patient injury was reported. It was noted the device was removed due to battery depletion. The device system was used to deliver compounded baclofen and fentanyl. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# n175631002, implanted: 2008-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Z-3043-2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump (B)(4) revealed a pump motor feedthru anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.